Event description:
I used the philips CPAP for several years and did not realize there was a link between my machine and cancer. I was diagnosed with kidney and prostate cancer in (B)(6) 2019. I was found to have an elevated psa in (B)(6) 2019 through a routine blood check. I contacted a urologist and further tests were performed. A biopsi was performed and was found to have prostate cancer. Further test included a cat scan which revealed a tumor on my left kidney. My left kidney was removed and the tumor a biopsy was performed. Stage iii kidney cancer. I then went through treatment for kidney cancer and prostate cancer. Left kidney - a radical nephrectomy specimen (24x13x9 cm) including left kidney (15x6.5x5.8 cm), a segment of renal artery, renal vein and ureter (17 cm in length and 0.4 cm in average diameter) without adrenal gland. There is a (9x8.5x6.5 cm) well-circumscribed tumor in the interporal region of the kidney. The mass is yellow with about 20% of hemorrhage and central degeneration. The tumor invaded into the renal sinus and possibly into perinephric adipose tissue. The tumor also possibly invades the renal vein branches. The renal vein in hilum is free of tumor. The does not extend to gerota's fascia. The adjacent kidney parenchyma is unremarkable. The pelvicalyceal system is smooth and devoid of any lesions. No lymph nodes are identified in the hilum of the kidney. A portion of the tumor and normal tissue are collected for clinical bank. FDA safety report ID #(B)(4).